Event description:
It was reported that, during a tka the jrny ii cr lkg fem imp bumper lt broke in half. Instruments outside the patient. The procedure was completed without delay using a smith-nephew back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. Our investigation included a visual inspection of the device which confirms that it is broken in half and both pieces were returned with the product. The manufactured date for this device is 2012. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.